Event description:
Baxter europe rec'd the following report: per the operator, after 40 minutes into a donation the return cycle did not initiate as expected. The donor indicated observing that the cuff was increasing pressure repeatedly, then without intervention by the operator, went into the expected return cycle. The operator then claimed that, instead of just the rbcs being returned, the total volume of the plasma container was reinfused. The donor then complained of tingling around the mouth, nausea, and pain in the chest. The operator stopped the donation/instrument and technical service was contacted. The donors symptoms disappeared after a brief period, without intervention. The donor was released in good condition.